Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were unformed clips. No further information is available. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Multiple requests for return of device have been made but no device has been returned.